Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 400 units of insulin the night before and displayed 165 units during the time of the call. The customer reported that blood glucose level was not impacted by the reported event. The customer declined to reload the cartridge during the call. Although requested, no further information was provided on the reported event.